Event description:
A report was received that the trial patient had developed pain near his left buttock region. The physician observed a small hematoma near the lead incision site. The physician thought the hematoma was procedure related. The patient was injected with bupivacaine to alleviate the pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e, serial # (B)(4), description: trial linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.